Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
On (B)(6) 2013 patient's nurse reported the menu button on the infusion device does not work. Nurse stated the issue began on (B)(6) 2013. Nurse reported the failure is constant and the button does not work even if it is pressed hard. Nurse stated the button appears to be flat and does not make an audible sound when depressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.